Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected failed battery test alarms noted during testing. Pump error 53 was present in the device trace download due to software error. Pump error 4 followed by a pump error 14 alarms were present in the device trace download, problem isolated to electronic board stack. No pump error 42 alarms were noted during testing. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The customer first noticed an audio issue on (B)(6) 2019 when they received a pump error message. During this time, the customer received multiple pump error alarms and a failed battery alarm. Troubleshooting was performed and the device passed the self-test and displacement test. The customer was in the hospital during this time due to their pregnancy and they reported that they were having low blood glucose. The customer¿s blood glucose during the incident was 70 mg/dl. The customer called back on (B)(6) 2019 and the audio beep test was performed and failed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected failed battery test alarms noted during testing. Pump error 53 was present in the device trace download due to software error. Pump error 4 followed by a pump error 14 alarms were present in the device trace download, problem isolated to electronic board stack. No pump error 42 alarms were noted during testing.